Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the on soft key was not highlighted as expected. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device not returned.